Event description:
Treatment of a middle cerebral artery (mca) aneurysm. During the procedure, it was reported that the implant coil could not be detached with the instant detacher or manually via the hypotube (which is an alternative detachment method presented in the instructions for use). The procedure was completed with another coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the event cause could not be determined since the implant coil was already separated from the pusher assembly and the proximal end of the pusher was broken (which is the alternative method of detachment offered in the instructions for use). (B)(4).